Event description:
Procedure type: bariatric procedure. According to the reporter: the suture detached from the needle with little force. Three units were tried and all were falling off. The reporter says they threw away these units.

Manufacturer narrative:
(B)(4).